Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer estimated the time that the affected (B)(4) samples sat approximately 2-3 hours in the open air prior to initial testing. The customer stated that their laboratory manager had them retest over (B)(4) samples to verify that the instrument was not having an issue. This includes samples that were tested after the issue with samples sitting on the line was resolved. The customer could not provide the exact number of samples that were repeated. The customer stated that bicarbonate and calcium results were also affected, but the customer could not provide any examples of results. The customer only stated that bicarbonate results were lower and calcium results were higher as a result of the affected samples sitting out too long prior to testing. Based on the provided information, a root cause related to ise unit performance can be excluded since high results were measured on both ise units of the system. Investigations determined that the most likely root cause would be that the samples sat too long before initial testing.

Event description:
The customer reported that they started getting high results for patient samples tested for ion selective electrode (ise) sodium. Results from a total of 48 patient samples were questioned. Of the 48 samples, two had erroneous results that were reported outside of the laboratory. Sample one initially resulted as 147 mmol/l and this value was reported outside of the laboratory. The sample was repeated and resulted as 140 mmol/l which was believed to be correct. A corrected report was issued. Sample two initially resulted as 147 mmol/l and this value was reported outside of the laboratory. The sample was repeated and resulted as 140 mmol/l which was believed to be correct. A corrected report was issued. The patients were not adversely affected. The customer was asked, but did not provide the ise sodium electrode lot number and expiration date. The customer initially found that the tubing to the ise standard and ise diluent were raised too high. The customer lowered the tubing and performed an air purge and prime. The customer later determined that during the previous evening, there was a rack stuck on the path from the pre-analytics systems to the analyzer. The customer also stated that the analyzer had to be stopped and samples were re-routed to another analyzer. While most samples were routed to a different analyzer, some remained in the line going to the problem analyzer. These samples sat a while in the open air and then were initially tested when the analyzer was re-started. When these samples were repeated, results were found to be more normal. The customer clarified that the issue only occurred with samples in the racks coming from the pre-analytics system. The field service representative could not determine a cause. He checked the ise reagent fluidics and dispense into the mixing vessel. He checked insertion of all electrodes. He observed ise checks with no issues seen. He performed a precision check with a serum pool and this passed. The customer ran calibration and quality controls with results meeting their specifications.